Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient experienced hematuria, the resolution for this issue is unknown. Additionally, the catheter pulled into aorta during bedside repositioning by provider. The impella pump was removed and the patient continued on extracorporeal membrane oxygenation (ECMO)support. It was reported that the patient survived explant.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hematuria: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of device in wrong position was likely unintentional use related since pump was pulled out into aorta during repositioning.